Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Review of the system log files showed that ¿system off¿ scenario does not end correctly. During troubleshooting, fse found fan tray power supply was leak from capacitor as well as found no output from pdu fan tray and dcps. The fse confirmed that there was issue with pdu fan tray and dcps (direct current power supply). The fse replaced the pdu fan tray and dcps board and system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not be turned on. The system was not in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) inspected the system onsite and replaced the fantray and dcps which returned the device to use in good working order.